Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the arm on (B)(6) 2018. The patient stated they experienced a hypoglycemic event due to inaccurate values. She stated her muscles felt like they became paralyzed, she was sweating and could not get up. The patient took 5 glucose tablets and felt fine. No additional patient or event information is available. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. No additional event or patient information is available. The sensor was inserted into the arm. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you.